Event description:
It was reported by the customer that at the end of a surgical procedure, the bur was stuck in the attachment. It was also reported that the surgery was completed using the same device, there were no adverse consequences and no delay as a result of this event. It was subsequently reported that during testing conducted at the manufacturer that the bur was broken inside the attachment.

Manufacturer narrative:
The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported by the customer that at the end of a surgical procedure, the bur was stuck in the attachment. It was also reported that the surgery was completed using the same device, there were no adverse consequences and no delay as a result of this event. It was subsequently reported that during testing conducted at the manufacturer that the bur was broken inside the attachment.